Event description:
It was reported that a handheld was acting sluggish. The screen had also stopped responding to touches; therefore it was frozen. A hard reset was performed, but the device was not moving past the screen align setup. The lock button was not engaged. The screen was cleaned and a hard reset was performed, but the screen would not progress past the screen alignment. A new handheld was provided to the site and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the software and handheld were completed on (B)(4) 2013. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device available for evaluation; corrected data: this information was inadvertently left off of initial MFR. Report.